Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received this alarm was generated when a power failure was detected as well as motor safety circuit failed test. The customer's blood glucose level was 120 mg/dl. Customer also reported that the insulin pump screen turned off. Customer was able to clear the alarm. Customer also stated that insulin pump screen was turned off. Customer stated that the alarm occurred 20 times. Customer troubleshooting was performed. The customer advised to that the insulin pump will need to be replaced and to refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. In addition to this, there were signs of previous moisture presence on the keypad flex cable and some components on electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to pump error 38. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.